Event description:
Bayer case number: (B)(4) until menopause: very heavy period [heavy menstrual bleeding] , uterine contraction [uterine contractions abnormal] , tremors [tremor] , memory disorder [memory disturbance] , brain fog [brain fog] , difficulty concentrating on simple tasks [concentration impairment] , feeling of a blocked head [head fullness] , lumbar pain that appears regularly [lumbar pain] , tiredness [tiredness] , hot flushes [hot flushes] , total loss of libido [loss of libido] , wheezing [wheezing] , sensation of abdominal heaviness [abdominal discomfort] , dizziness [dizziness] , difficulty focusing (seeing clearly) [difficulty focusing eyes] , right sub-mandibular lymph node [submandibular lymphadenopathy], burning back [burning sensation] , itching on back [localised itching] , language disorder (sometimes unable to find words) [speech disorder] , unexplained daily palate irritation [mouth irritation] , gastric pain [gastric pain] , very bloated abdomen [abdominal bloating] , excessive flatulence [excessive flatulence] , gastrointestinal problem [gastrointestinal disorder] kidney pain [kidney pain] ,, night-time pain in the joints of the hands [pain in joint involving hand] , gingivitis [gingivitis] , severe tooth sensitivity [sensitivity of teeth] , sick leave [sick leave] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("until menopause: very heavy period") in a 39-year-old female patient who had essure inserted (lot no. 689957) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. On (B)(6) 2010, the patient had essure inserted. In 2010 she experienced uterine contractions abnormal ("uterine contraction"). In 2011 she experienced heavy menstrual bleeding (seriousness criterion intervention required). In 2013 she experienced tremor ("tremors"). In 2015 she experienced memory impairment ("memory disorder"), brain fog ("brain fog"), disturbance in attention ("difficulty concentrating on simple tasks"), head discomfort ("feeling of a blocked head") and back pain ("lumbar pain that appears regularly"). In 2017 she experienced fatigue ("tiredness"). In 2021 she experienced hot flush ("hot flushes"), loss of libido ("total loss of libido"), wheezing ("wheezing") and abdominal discomfort ("sensation of abdominal heaviness"). In 2022 she experienced dizziness ("dizziness"). In (B)(6) 2023 she experienced lymphadenopathy ("right sub-mandibular lymph node"). In 2023 she experienced vision blurred ("difficulty focusing (seeing clearly)"). In 2024 she experienced burning sensation ("burning back"), pruritus ("itching on back"), speech disorder ("language disorder (sometimes unable to find words)") and stomatitis ("unexplained daily palate irritation"). In 2025 she experienced abdominal pain upper ("gastric pain"), abdominal distension ("very bloated abdomen"), flatulence ("excessive flatulence"), gastrointestinal disorder ("gastrointestinal problem"), renal pain ("kidney pain"), arthralgia ("night-time pain in the joints of the hands"), gingivitis ("gingivitis") and hyperaesthesia teeth ("severe tooth sensitivity"). On unknown date she experienced sick leave ("sick leave"). The patient was treated with surgery (a total hysterectomy (uterus, ovaries, and fallopian tubes). Essure was removed on (B)(6) 2026. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine contractions abnormal, tremor, memory impairment, brain fog, disturbance in attention, fatigue, hot flush, loss of libido, wheezing, abdominal discomfort, dizziness, heavy menstrual bleeding, head discomfort, back pain, vision blurred, lymphadenopathy, burning sensation, pruritus, abdominal pain upper, speech disorder, stomatitis, flatulence, gastrointestinal disorder, renal pain, arthralgia, gingivitis, hyperaesthesia teeth, abdominal distension or sick leave. The reporter commented: numerous side effects since 2010. Numerous examinations and consultations have been carried out since 2010 (general practitioner, specialists, scans, magnetic resonance imaging (MRI)s, ultrasounds, x-rays, blood and urine tests, orthoptist, physiotherapist, osteopath, etc. Patient's current condition: on sick leave following a total hysterectomy (uterus, ovaries, and fallopian tubes). Some side effects have already disappeared, but many persist... Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Until menopause: very heavy period [heavy menstrual bleeding]. Uterine contraction [uterine contractions abnormal]. Tremors [tremor]. Memory disorder [memory disturbance]. Brain fog [brain fog]. Difficulty concentrating on simple tasks [concentration impairment]. Feeling of a blocked head [head fullness]. Lumbar pain that appears regularly [lumbar pain]. Tiredness [tiredness]. Hot flushes [hot flushes]. Total loss of libido [loss of libido]. Wheezing [wheezing]. Sensation of abdominal heaviness [abdominal discomfort]. Dizziness [dizziness]. Difficulty focusing (seeing clearly) [difficulty focusing eyes]. Right sub-mandibular lymph node [submandibular lymphadenopathy]. Burning back [burning sensation]. Itching on back [localised itching]. Language disorder (sometimes unable to find words) [speech disorder]. Unexplained daily palate irritation [mouth irritation]. Gastric pain [gastric pain]. Very bloated abdomen [abdominal bloating]. Excessive flatulence [excessive flatulence]. Gastrointestinal problem [gastrointestinal disorder]. Kidney pain [kidney pain]. Night-time pain in the joints of the hands [pain in joint involving hand]. Gingivitis [gingivitis]. Severe tooth sensitivity [sensitivity of teeth]. Sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: r2608022) on 19-mar-2026. The most recent information was received on 25-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("until menopause: very heavy period") in a 39 year-old female patient who had essure inserted (lot no. 689957) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. On (B)(6) 2010, the patient had essure inserted. In 2010, she experienced uterine contractions abnormal ("uterine contraction"). In 2011, she experienced heavy menstrual bleeding (seriousness criterion intervention required). In 2013, she experienced tremor ("tremors"). In 2015, she experienced memory impairment ("memory disorder"), brain fog ("brain fog"), disturbance in attention ("difficulty concentrating on simple tasks"), head discomfort ("feeling of a blocked head") and back pain ("lumbar pain that appears regularly"). In 2017, she experienced fatigue ("tiredness"). In 2021, she experienced hot flush ("hot flushes"), loss of libido ("total loss of libido"), wheezing ("wheezing") and abdominal discomfort ("sensation of abdominal heaviness"). In 2022, she experienced dizziness ("dizziness"). On (B)(6) 2023, she experienced lymphadenopathy ("right sub-mandibular lymph node"). In 2023, she experienced vision blurred ("difficulty focusing (seeing clearly)"). In 2024, she experienced burning sensation ("burning back"), pruritus ("itching on back"), speech disorder ("language disorder (sometimes unable to find words)") and stomatitis ("unexplained daily palate irritation"). In 2025, she experienced abdominal pain upper ("gastric pain"), abdominal distension ("very bloated abdomen"), flatulence ("excessive flatulence"), gastrointestinal disorder ("gastrointestinal problem"), renal pain ("kidney pain"), arthralgia ("night-time pain in the joints of the hands"), gingivitis ("gingivitis") and hyperaesthesia teeth ("severe tooth sensitivity"). Essure was removed on (B)(6) 2026. On unknown date she experienced sick leave ("sick leave"). The patient was treated with surgery (a total hysterectomy (uterus, ovaries, and fallopian tubes).). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to uterine contractions abnormal, tremor, memory impairment, brain fog, disturbance in attention, fatigue, hot flush, loss of libido, wheezing, abdominal discomfort, dizziness, heavy menstrual bleeding, head discomfort, back pain, vision blurred, lymphadenopathy, burning sensation, pruritus, abdominal pain upper, speech disorder, stomatitis, flatulence, gastrointestinal disorder, renal pain, arthralgia, gingivitis, hyperaesthesia teeth, abdominal distension or sick leave. The reporter commented: numerous side effects since 2010. Numerous examinations and consultations have been carried out since 2010 (general practitioner, specialists, scans, magnetic resonance imaging (MRI)s, ultrasounds, x-rays, blood and urine tests, orthoptist, physiotherapist, osteopath, etc. Patient's current condition: on sick leave following a total hysterectomy (uterus, ovaries, and fallopian tubes). Some side effects have already disappeared, but many persist. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.